Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was being used in laparoscopic gastric bypass at the time of the event. At one point, the stitch became stuck in the device, and while trying to retrieve it, the needle broke in half. The device with partial needle removed from the field and replaced with a new device. No patient harm.